Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the therapy had been helping the patient ¿except for today, it wasn¿t helping¿ (loss of therapy). Increasing the stimulation was considered with the patient and they stated they will try this. The patient noted that they did not have symptom problems at night and asked if it was ok to turn the stimulation off at night. There were no further complications reported or anticipated.